Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet bionic pancreas exhibited a sporadically unresponsive sleep/wake button, requiring several minutes before the button became responsive again, while blood glucose values were unaffected. Symptoms included no reported clinical effects. Outcomes included device replacement. Investigation included product evaluation planning and review of the device history and complaint details. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.